Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 31-year-old female patient who had essure (batch no. B06098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included ectopic pregnancy in 2012. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2013, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swing"), emotional disorder ("hormonal changes describe: emotional") and depression ("hormonal changes describe:depressed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain upper and abdominal pain lower had resolved and the mood swings, emotional disorder, depression, fatigue, dysmenorrhoea, nausea and weight increased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, depression, dysmenorrhoea, emotional disorder, fatigue, genital hemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted : on 2012 salpingectomy: yes right tube removed, salpingectomy: yes left tube removed. Number of proximal coils from right cornua 5. No complications. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Events genital bleeding,vaginal bleeding, menorrhagia, mood swing, emotional, depressed. Dysmenorrhea, fatigue, migraines, headaches, nausea, lower abdominal pain, upper abdominal pain, weight gain, are added. Lab data updated. Lot number updated. Concomitant & historical drugs conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 31-year-old female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included ectopic pregnancy in 2012. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight. On (B)(6)2013, the patient had essure inserted. In november 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In december 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and weight increased ("weight gain"). In january 2014, the patient experienced mood swings ("hormonal changes describe: mood swing"), emotional disorder ("hormonal changes describe: emotional") and depression ("hormonal changes describe:depressed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain upper and abdominal pain lower had resolved and the mood swings, emotional disorder, depression, fatigue, dysmenorrhoea, nausea and weight increased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, depression, dysmenorrhoea, emotional disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted : on 2012 salpingectomy: yes right tube removed, salpingectomy: yes left tube removed. Number of proximal coils from right cornua 5. No complications. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.